Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) presented to the emergency room after receiving an inappropriate shock due to oversensing of noise. It was noted that the patient had received three appropriate shocks since implant. Technical services (ts) provided a review and noted there was a reduction in signal amplitude for the past three months. Ts discussed possible reasons and recommended possible troubleshooting options. A chest x ray was performed. The field representative performed troubleshooting and noted lead noise when palpating around the device and lead. The patient was admitted. Subsequently this sicd was explanted and replaced with a cardiac resynchronization therapy defibrillator (crtd) due to other changing indications. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) presented to the emergency room after receiving an inappropriate shock due to oversensing of noise. It was noted that the patient had received three appropriate shocks since implant. Technical services (ts) provided a review and noted there was a reduction in signal amplitude for the past three months. Ts discussed possible reasons and recommended possible troubleshooting options. A chest x ray was performed. The field representative performed troubleshooting and noted lead noise when palpating around the device and lead. The patient was admitted. Subsequently this sicd was explanted and replaced with a cardiac resynchronization therapy defibrillator (crtd) due to other changing indications. No additional adverse patient effects were reported.